Event description:
Incident described as: the product, an endo-bronchial tube perforated the patient's trachea. Patient injury and delay reported, patient recovered. No intervention or impairment reported. No further information available.

Manufacturer narrative:
It was communicated that the customer would submit a report to the FDA. Device requested but not received at time of this report. Investigation ongoing and is not available at the time of this report. Note: the manufacturer # has been corrected for this report.